Event description:
It was reported, the patient presented in clinic for follow-up. Upon interrogation, it was discovered, the pacemaker was in backup mode, due to event queue overflow. The pacemaker was successfully restored. The patient was in stable condition.